Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Information received from phone conversation with physician on (B)(4) 2012.

Event description:
On (B)(4) 2012, it was reported to boston scientific corporation that the patient underwent an obtryx sling implantation and vaginal hysterectomy to treat her stress urinary incontinence on (B)(6) 2010. She saw a second physician in (B)(6) 2011 due to complications from the original procedure. The patient's sui had not been fully resolved with the obtryx sling and vaginal hysterectomy procedure. The patient also reported experiencing pain during sex and feeling a scratchy sensation in her vagina. The physician noted that the patient had suffered from pain during sex even prior to the original hysterectomy and obtryx sling procedure. The patient was examined and treated in (B)(6) 2011. A small portion of exposed mesh was discovered and removed along with a large portion of the obtryx sling. On (B)(6) 2011, the physician implanted the advantage sling to treat the patient's sui. She noted that the patient also had scarring in her vagina that was revised during the procedure and which she believed could also have contributed to the patient's pain. The patient was last seen in february 2012. The patient reported no longer suffering from pain during sex and no longer exhibited sui. No additional information is available.